Event description:
It was reported that during a video thoracic left lobectomy procedure, they used four devices during the procedure that had malformed clips. The first device had malformed clips after the second firing and the other devices were coming out with a long leg and mangled. The surgeon then used suture to close the vessels.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.